Manufacturer narrative:
Analysis of the pump found high resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 921 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that premature battery depletion occurred regarding the patient's pump. The last pump refill occurred on (B)(6) 2016 and the pump's event logs were normal at that time. The patient woke up with increased spasticity/"tightness" the morning of (B)(6) 2016 and the withdrawal symptoms had worsened to spasms, clonus,and high blood pressure on (B)(6) 2016. They began to administer oral baclofen on (B)(6) 2016. The hcp declined having lioresal withdrawal procedure sent to them as the hcp noted they knew how to deal with the withdrawal symptoms. The patient and the hcp heard the critical pump alarm. The pump was interrogated and was found to be in safe state. No further diagnostic testing was performed. As per the pump's log, lioresal with concentration 2,000.0 mcg/ml was being administered at a minimum rate of 12.3 mcg/day as of (B)(6) 2016. Also per the logs, a low battery reset and safe state occurred on (B)(6) 2016 at 00:05. Silencing the audible alarm was discussed. It was also reported that as of (B)(6) 2016 the patient was currently receiving lioresal with concentration 2000 mcg/ml at a flex dose rate of 919.9 mcg/day. An emergency explant was performed and new pump was placed on (B)(6) 2016. The issue was resolved at the time of the report and the patient was without injury regarding their status as of (B)(6) 2016. It was indicated that there were no reported environmental/external/patient factors that may have led or contributed to the issue; the event occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.